Event description:
During an endoscopic variceal ligation (evl) in the esophagus, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that during use, the device is stuck. "The strapper is stuck during use, and the tow line is tight and cannot advance or retreat. [Unable to effectively deploy bands - subject of report]. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. No lot number was returned with the device. The handle, loading catheter, and the barrel with two bands returned; the irrigation adapter and some bands did not return. The first photo provided shows the device in a plastic bag. The loading catheter, handle, and trigger cord with barrel/bans can be seen. The second photo shows the box label and the lot number matches that in the report. The video shows the barrel on the endoscope, and when the fourth band is attempted to be deployed, it gets stuck along the barrel, does not deploy, and the scope becomes more torqued. Our laboratory evaluation of the returned device confirmed the report. The trigger cord returned with 2 bands remaining on the barrel. One leg of the trigger cord was pulled away from the band on the barrel. A functional test was performed on the 2 remaining bands on the barrel. The multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and the remaining bands were fired. When the first band was deployed, it pulled the last black band along the barrel with it, the scope became more torqued, and the legs came out from under the last band. Therefore, the last black band could not be deployed and remained on the barrel after the trigger cord was detached. It was observed that the amber band deployed with significant difficulty but constricted as expected. The last band was unable to be deployed. A visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The trigger cord was intact and not broken. The length of the trigger cord was measured between the knots which is within the established tolerance. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. However, we can provide the following based on the video provided: band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. When the handle is rotated further, this can cause the endoscope to torque as shown in the video. The instructions for use contain the following statement and precaution: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." "It is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." Additional information received indicates that this device was used with an pentax endoscope. The mbl-6-f is designed to work with fujinon endoscopes. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: the mbl-6-f is designed to work with fujinon endoscopes. Based on the information provided that this device was used with a pentax endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.